Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). The upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, and amount of force required in order induce fracture of the jaw is consistent with application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.